Event description:
Additional information indicates surgican intervention took place on (B)(6) 2023 where the patient's scs system was explanted to address the issue.

Manufacturer narrative:
Correction: section e1: reporter name updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is causing the issue.

Manufacturer narrative:
The date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch:5529896.